Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. Customer care initiated multiple follow-up attempts to contact the user to obtain further information; however, the user remained unresponsive. Review of the data management system confirmed that there has been no system use since april 6, 2026. The user also had a concern about sensor inaccruacy, which was addressed in a separate complaint and a sensor replacement was offered as part of that complaint (MFR#: 3009862700-2026-01194).

Event description:
On april 9, 2026, senseonics was made aware of an incident in which the user was reported to have experienced an infection at the sensor insertion site involving the current and a previous sensor. No additional details regarding symptoms, treatment, or outcome were available at the time of review.